Event description:
I went to the eye doctor to get a refill on my contact prescription and was told that I had an eye infection. I started using eye drops and not wearing my contacts. After two weeks and two appointments, I was referred to an ophthalmologist. The ophthalmologist put me on a different eye drop and told me not to wear contacts for another 2 weeks. In 2008, I went back to the eye doctor and was told that I couldn't wear my contacts for another month after already being out of them for a month. I was a little suspicious of my diagnosis and why the infection wasn't going away, so I searched on the internet. I discovered that many people who wear the contacts that I wear, acuvue oasys, had developed serious vision problems as a result of wearing them. So my complaint is against acuvue oasys for causing me loss of vision and keratitis on my cornea. Dates of use: a little more than a year, 2007 - 2008. Diagnosis or reason for use: to correct vision.